Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer reported a device defect. Reference was made to defective duofix implants. It is not possible to determine if there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). Post market surveillance is per sep-419. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
Patient had lcs duofix components implanted on (B)(6) 2008. Patient has not undergone revision surgery and was deemed medically unable to do so. Update (B)(6) 2014 - medical records provided confirm swelling and boggy synovitis consistent with metallosis.